Manufacturer narrative:
Additional information: the investigator assessed the event as possibly related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approx 1 month post index procedure the patient suffered bleeding barc type 3- probable gi bleed. The cec adjudicated the event as a barc type 3b bleeding complication. The patient was on dapt at the time of the event. The patient was treated with blood transfusion. The patient died. The patients death was assessed as non- cardiac death. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as not related to the device and probably related to the anti platelet medication.